Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon attempt to perform the cybersecurity update on the pulse generator, the device went into back-up operation. The patient was in pacemaker syndrome while in back up operation due to the patient has sinus node dysfunction. The device was restored and another attempt to upgrade was not made. Once the device was restored that patient was fine. A week after the event, the patient called the clinic to report that they were anxious regarding possible changes made during the restoration. The patient was brought into the clinic and the device was interrogated. No changes were noticed and the patient was reassured.